Manufacturer narrative:
The device was not returned for evaluation. There were no anomalies identified during the internal review of the DHR of the system console. If additional information is received a follow-up report will be submitted.

Event description:
A patient had a superdimension enb procedure on (B)(6) 2016. On (B)(6) 2016 the patient was admitted to the ICU s/p dyspnea after an interventional bronchoscopy procedure which revealed a complete obstruction of the left main bronchus and compression of the cardiac structure. The patient subsequently died. The site reported the patient's death was not related to the superdimension device or the enb procedure. If additional information is received a follow-up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.